Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that just prior to implantation, the surgeon found he had perforated patients popliteal vein. Surgeon chose to repair the vessel, but not implant final implants. All 4 components were wasted. Doe: (B)(6) 2019, left knee.